Manufacturer narrative:
The investigation of limb ischemia and product damage (sterile sleeve damage) has been completed. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. The root cause of the product damage issue was not determined since product was not returned and due to insufficient clinical imaging/wording. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26725.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced distal leg ischemia below the femoral access site. A contralateral femoral artery to impella leg bypass was required. The next day there was improvement in right leg color and temperature, but it was still very faint distal pulses. Additionally, it was reported that the physician accidentally ripped the sterile sleeve when manipulating the repo sheath. Tegaderm was used to seal it. The patient continued on support until the device was successfully weaned.